Event description:
Complainant alleged that during incoming inspection by the customer, the device did not respond to front panel controls. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.